Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states,"dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on february 8, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted february 11, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010, at which time a constrained acetabular liner and constrained modular head were implanted. Subsequently, the patient suffered a fall and dislocation resulting in two closed reduction procedures prior to revision surgery. A revision procedure was performed on (B)(6) 2011, due to instability. The constrained modular head and constrained acetabular liner were removed and replaced. The acetabular cup remains implanted. No further information has been provided to date.